Event description:
It was reported that a cartridge alarm occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. Although attempts to load a new cartridge were unsuccessful, resulting in the recurring alarm, the technical support team assisted the customer by providing a replacement pump and instructions on returning the faulty device. The customer understood the procedure and agreed to use a multiple daily injection as backup therapy until the replacement pump with updated software was received.